Manufacturer narrative:
This report is being submitted as part of a retrospective review per CAPA 686868. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Following our receipt of the one returned used partial sensor (needle not returned) performed visual inspection and found sensor electrode missing, place sensor under microscope and found sensor electrode broken in half, missing broken part. In summary, the customer complaint of sensor glucose vs. Blood glucose events was unable to be verified. Unable to performed functional test due to broken sensor electrode. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the customer experienced discrepancy between sensor glucose and blood glucose. Customer's sensor value was 300 mg/dl while blood glucose value was 120 mg/dl at the time of the incident. The customer did not report an adverse event. The event involved product mmt-7040a. Troubleshooting was performed and customer was advised sensor may no longer be responding to glucose changes. Product mmt-7040a has been returned for analysis.